Manufacturer narrative:
(B)(4). Damaged cartridge the analysis found. That one device was returned in good visual condition and with an ecr60g cartridge reload present. The cartridge was received fully fired and broken in half; the cartridge pan was separated. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded and removed without any difficulties during testing. Although no conclusion could be reach on what caused the cartridge to break and the pan to detach, it should be noticed that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device was fired with a white load then a green reload. The next green load could not be loaded and the metal part of the first green load was noticed to be stuck in the jaws of the device. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Across the distal rectum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? Second reload. What color cartridge was being used? Green. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original. (Pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.